Event description:
The event described is a translation of the french physicians letter. An x-ray performed approx feb 01, 1995 revealed the j shape retention wire was fractured and had migrated into the right pulmonary. The patient presented at the same moment with penetration syndrome due to the migrated wire. At the scanner, a portion of the j wire could be seen in the right lobe bronchial tube. At the fibroscopy, they saw a protrusion inside the lumen of the bronchial tube of approx 8mm. The migrated segment is about 4/5 cm and overlaps the right pulmonary artery and the adjacent bronchial tube. The portion of the j wire was extracted via bronchoscope on approx april 4, 1995.